Manufacturer narrative:
Upon reviewing the surgical images, it was noted that there was significant eye movement during the case causing the ak incision full thickness. Note that the pid moved relative to the titanium arm and some movement in the titanium arm. The movement was seen in frames 39 and 40, specifically at the delta in eye position. Lateral movement will result in z error when the laser fires on a curved surface like the cornea. The doctor reported that the patient was doing fine and would probably leave the sutures in for at least a month or so, but the patient will do fine.

Event description:
On (B)(6) 2021, while fse was onsite, the doctor reported that upon opening the temporal ak of a patient, he noticed fluid coming forward. The doctor stated that the temporal ak was complete full-thickness across the full ak. He stated that the nasal ak was open with no issues. Surgical intervention was required. Tthe incision was sutured.